Event description:
The advocate stated that the customer tested her blood glucose and received a reading of 450 mg/dl using her contour meter. She retested and received a reading of 109 mg/dl using another meter. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have control solution so further troubleshooting was not possible. Control solution was sent to the customer. No product will be returned at this time.